Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat uterine prolapse. It was reported that the patient had the concurrent procedures of a robotic sacrocolpopexy/vaginal suspension and fixation with graft/prosthesis, and cystourethroscopy performed during mesh implantation.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation concurrently with hysterectomy on (B)(6) 2011.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Resubmission with the correct file number. It was reported that patient underwent mesh explant on (B)(6) 2011 by dr. (B)(6).